Event description:
Doctor stated that the tyco autosuture endo gia 12mm, # 030449) stapler was being used and appeared to be loaded correctly. The stapler was opened and placed in desired location and ok. The stapler closed but would not re-open. When finally removed a hole was noted in the bowel with no staple. The procedure was then altered at this time. The stapler and box were given to the supply team.